Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 2 years and 10 months. The replaced portion of the percutaneous lead was received. The investigation is not yet complete. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, as the patient was transferred to a wheelchair to leave the hospital (after an unrelated event), a driveline fault and yellow wrench alarm occurred. The alarm was cleared, but reoccurred 15 minutes later. The system controller was exchanged with the patient's backup system controller and 5 minutes later a driveline fault alarm occurred. The system controller was exchanged with a new system controller. The third system controller operated fine with good speed and flow for approximately 5-6 minutes, and then a driveline fault and yellow wrench alarm occurred. The patient's system controller was exchanged again, and the fourth system controller operated for less than 10 minutes before the driveline fault alarm occurred. X-rays revealed some potential damage at the distal end bend relief of the percutaneous lead. The system controller was then exchanged with another system controller (not "pocket" controller) which does not have driveline circuitry monitoring, and therefore the driveline fault alarm would not occur. The system controller operated fine. On (B)(6) 2016, a portion of the external percutaneous lead was replaced. The patient was asymptomatic during the event.

Manufacturer narrative:
The pump remains in use supporting the patient. The replaced portion of the external distal end portion of the percutaneous lead, approximately 8 inches, was returned for evaluation. Approximately 3 inches of the outer layers of the percutaneous lead were present, and the remaining 3 inches of exposed wires were pulled back and secured to the outer silicone jacket with kapton tape. Upon removal of the kapton tape, before continuity testing could be performed, the black wire pulled out from the percutaneous lead indicating a partial or complete fracture of the wire. Continuity testing of the remaining wires found all were electrically intact. Removal of the outer silicone jacket revealed that the black wire had fractured approximately 2.5 inches from the metal connector. There was no corresponding damage to the clear bionate, and the damage appeared to be the result of fatigue failure due to repetitive flexing. Breakdown of the braided shield was noted in this area. Examination of the underlying wires did not reveal any other compromised wires or wire insulation. The partially or completely fractured black wire would have resulted in the driveline fault alarms recorded in the system controller log files. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.